Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination identified damage to the proximal and mid- sections of the stent; the first proximal stent strut rows were lifted and the mid- section struts were overlapping. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guide catheter was placed, a 2.50mm x 32mm synergy ii drug-eluting stent was advanced for treatment. However, resistance was encountered while advancing in the guide catheter and upon removal, it was noted that distal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guide catheter was placed, a 2.50mm x 32mm synergy ii drug-eluting stent was advanced for treatment. However, resistance was encountered while advancing in the guide catheter and upon removal, it was noted that distal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.